Event description:
It was reported that the caller said, there was "an insulation issue with the atrial lead". The patient was feeling stimulation when the lead was programmed greater than 2.25 volts. It was recommended to turn off the chronic lead trend and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.